Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The pipeline was positioned in a straight segment.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the reported statement, "system collapsed" was clarified as the system did not open. There was no problem with the phenom, but they will be return because they have the devices inside. There were no causes or contributing factors for the event identified. There were no additional steps or other devices attempted to open the pipeline.

Event description:
Medtronic received a report that two pipelines failed to open in the distal section. The patient was undergoing surgery for treatment of a fusiform, unruptured left posterior communicating artery aneurysm with a max d diameter of 25 mm and a 6 mm neck diameter. The landing zone was 4.3 mm distally and 4.7 mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was the femoral artery with a diameter of 6 mm. It was reported that a femoral puncture is performed, and a long introducer catheter was advanced. An intermediate catheter system was advanced, and a phenom 27 microcatheter was introduced with a 0.014-inch microwire. It was positioned distal to the aneurysm, and deployment of the flow diverter was initiated. When it began to be released, it was observed that the stent did not open, so the microcatheter was advanced again. It was repositioned, and another attempt was made to deploy it up to approximately 40%, at which point it is noted that the stent did not open. The stent was recaptured two more times; however, each time deployment was attempted, it was observed that the device did not expand and the system collapsed. Another attempt was made, but it was evident that the distal portion of the stent did not open, even though the distal wire was well positioned. The systems were withdrawn, and an angiographic control was performed, showing everything to be satisfactory. The physician decided to replace the device with a new one. The microcatheter was advanced again with microwires and positioned within the patient¿s tortuous anatomy. A new flow diverter was advanced, and the same maneuver is attempted to open it by retracting the microcatheter; however, it did not deploy. It was recaptured, the systems are repositioned, and deployment was attempted up to 50% of the stent. The stent opened in the middle third but not in the distal portion. The physician continued deployment, but the device still failed to open. After several attempts, the decision is made to withdraw the systems and conclude the procedure. The device and any accessories were prepared as indicated in the IFU. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event. The angiographic result post procedure was a good result. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 231914451) implant date n/a; explant date n/a. Product ID: fg15150-0615-1s (lot: 230602991), implant date n/a; explant date n/a. Product ID: ped2-475-30 (b658065). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.